Manufacturer narrative:
Concomitant medical products: product ID: evolutr-34-us, transcatheter valve implanted: (B)(6) 2016.

Event description:
It was reported that a remote transmission showed intermittent atrial undersensing observed on the atrial tachycardia/fibrillation episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.